Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure a medtronic resolute onyx des was used to treat the prox cx and two medtronic resolute onyx des were implanted in the proximal lad. One day post index procedure the patient suffered an early pci relevant mi. The patient was treated with aspirin, clopidogrel and low molecular heparin. The target lesions were not involved in this event. Investigator has assessed event is not related to antiplatelet medication and unlikely related to the device. The patient recovered.